Event description:
It was reported that during the implant procedure, the patient became asystolic and it took several seconds for pacing to return. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.